Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient alleges that she scratched her right (od) cornea while using the product and it became infected. The patient alleges that she sought medical treatment on 09 june by her primary eye care professional and was prescribed antibiotics. The patient continued to experience difficulty and was seen again on 20 june for emergency medical treatment at the hospital where it is alleged that doctors found two contact lenses instilled in the eye and the eye was infected. The patient states that on 22 june her eye was eviscerated. Information received from the patient's primary eye care professional indicates that patient was provided with coopervision biofinity diagnostic contact lenses on 25 may. On 08 june, the patient was provided with air optix diagnostic contact lenses manufactured by (B)(6) on 09 june the patient was seen in the office with reports of eye irritation, but it is unconfirmed that medications were prescribed. It is not clear which device the patient was using at the time, it is unconfirmed if the coopervision device was involved in the event. On 19 june the patient reported to the eye care professional that she no longer wishes to use contact lenses as she keeps scratching her eye, she was not seen for medical care at their office at that time. Good faith efforts have been made to obtain additional information without success, limited information known in relation to this event. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.

Event description:
Additional information received from the treating health care professional. The hcp indicates that the patient had a corneal ulcer for which she did not attend to proper follow-up care. The corneal ulcer perforated, and the patient experienced poor vision and eye pain. Cultures were taken of the cornea which were positive for pseudomonas. The patient elected for evisceration and was admitted to the hospital. The patient hcp also notes extended wear lens use and poor patient hygiene.

Manufacturer narrative:
No device was returned to the manufacturer for evaluation. A lot number was supplied, it is alleged to be the same lot as the device involved in the event. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The association between the coopervision device and the event is unconfirmed.